Event description:
It was reported that this right atrial (ra) lead was explanted due to not holding and has possible damage while attempting to reposition the left ventricular (lv) lead. There were no adverse effects. Also, this lead is in the possession of the facility. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Testing for electrical performance and stylet insertion were also completed and passed. Detailed analysis did confirm device damage allegation based on the cut insulation and deformed coils approximately 300 millimeters from the terminal pin which is likely procedure related damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead was explanted due to not holding and has possible damage while attempting to reposition the left ventricular (lv) lead. There were no adverse effects. Also, this lead is in the possession of the facility. No additional adverse patient effects were reported.